Manufacturer narrative:
The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2019-00462; 3005168196-2019-00463.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system catrx aspiration catheters (catrxs). During the procedure, the physician felt resistance and was unable to advance the catrx through a 6fr non-penumbra sheath. Consequently, the proximal end of the catrx outside of the patient broke into two pieces. Therefore, the catrx was removed. The physician then inserted a new 7fr non-penumbra sheath and attempted to advance a new catrx, however, the physician felt resistance and the proximal end of the catrx was kinked. The catrx and sheath were therefore removed. The physician then successfully inserted a new catrx, however, felt resistance and was unable to advance it to the target location. The catrx was therefore removed, and the procedure was completed using other devices. There was no report of an adverse effect to the patient.